Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 47-246-dk, c35239) inserted for female sterilization. The patient's medical history included hemostasis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo - oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: hsg performed left tube occluded. Hsg performed right tube occluded. Pathology test - on (B)(6) 2019: resected uterus, cervix, tubes, and ovaries: - cervix: negative for dysplasia or malignancy. - uterus: disordered proliferative endometrium. - leiomyoma. - negative for hyperlapsia or malignancy. - fallopian tubes: right and left fallopian tubes with no significant pathology. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 9-jul-2020: fu 2 and 3 were processed together. Medical record received: previously reported event ¿medical device removal¿ replace with new event. New events added: abnormal uterine bleeding. Lot number, lab data were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding'). In an adult female patient who had essure (batch no. 47-246-dk-not valid, c35239), inserted for female sterilization. The patient's medical history included: hemostasis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, with bilateral salpingo - oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, hsg performed: left tube occluded. Hsg performed: right tube occluded. Pathology test: on (B)(6) 2019, resected uterus, cervix, tubes, and ovaries: cervix: negative for dysplasia or malignancy; uterus: disordered proliferative endometrium. Leiomyoma: negative for hyperlapsia or malignancy; fallopian tubes: right and left fallopian tubes with no significant pathology. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal uterine bleeding. Lot number reported (47-246-dk) is not valid. Lot number#: c35239, manufacturing date: 2014/03, expiration date: 2017/03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, update of information (batch is not valid). On 5-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.